Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported the basal history matched the active basal program settings. No additional information was provided and troubleshooting was not completed. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/13/2015-product analysis:the device was returned and evaluated by product analysis on 04/01/2015 with the following findings:the complaint was unable to be confirmed or duplicated with investigation. Review of the pump¿s black box revealed an unexplained reboot on 02/05/2015 at 09:16. The pump was powered on and the time and date were set to 02/04/2015 21:30. On 02/04/2015 the time was manually changed from 21:53 to 09:52. The total daily dose history is appropriate for the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.